Event description:
"S/p b 200cc surgitek gels placed subgland thru periareolar incision. Had immediate firmness, l greater than r, but no complaints until about 2 1/2 yrs ago when developed progressive local and systemic probs, c/o 2 1/2 hrs l sharp and burning chest pain, sob, shooting chest pain and decreased use of l arm secondary to shoulder/neck stiffness/soreness. Past hx + closed capsulotomies - once soon after sx and again 1 yr later. + arthralgias, myalgias, chronic fatigue, low grade fevers, chronic ha's, sob and occ gi disturbances. Pt is otherwise healthy."